Event description:
During a surgical procedure (removal of an ovarian cyst) in the (B)(6), a fragment of plastic from the introducer arm of the automatic tissue retrieval sac was sheared from one of the arms. This was noticed during flushing of the surgical site and removed by the surgeon using standard graspers. The problem was caused by incorrect use of the device by the surgeon, who withdrew the plastic device introducer rod by forcing it back into the sharp edge of the trocar which in turn cut into the plastic arm. (There were 2 instances reported by the same hospital/surgeon within a two week period) the information for use label clearly shows that the plastic device introducer rod should be withdrawn into the plastic delivery tube which is an integral part of the device. In addition to the design modifications made to the tissue retrieval sac, the plastic arms have also been modified to remove the strengthening lip on the arm that is shearing off. This has involved modifying the injection moulding tool and this took effect on (B)(6) 2014. These 2 modifications, further remove the possibility of this type of device failure. No further instances of this type of failure have been reported since. The device failures have remained as being caused by one surgeon in one UK hospital. Reference MFR # 3009231402-2015-00001.